Manufacturer narrative:
Device code 758 relates to problem code 2906 for the reported event of clip failed to release from the catheter. Mfg site name -(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the fundus of the stomach during a gastroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip failed to release from the catheter. It was also noted that the spring in the handle seemed to malfunction. Reportedly, the clip was ripped off from the patient by pulling on the catheter. The patient re-bled, and the procedure was completed with a different device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.